Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D2b. Common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 4 of 11. It was reported while using bd vacutainer® push button blood collection set, blood splattered during sample collection of one patient when the safety device was activated. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 19-jan-2026. Investigation summary: bd received 10 samples and one photo for investigation. The customer-provided photo shows the device packaging but does not display the reported defect. A total of 10 returned samples were subjected to functional tests to assess splatter during use, and all samples passed with no signs of defects, leakage, or splatter. Additionally, these 10 samples underwent further functional tests for retraction lockout, and all samples passed as they were able to be activated properly with no evidence of defects, leakage, or splatter. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: splatter. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 4 of 11. It was reported while using bd vacutainer® push button blood collection set, blood splattered during sample collection of one patient when the safety device was activated. No adverse impact was reported regarding the patient or user.